Event description:
It was stated that the insulin pump was alarming with a constant tone after being dropped in the pool. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to corrosion on the liquid crystal display driver board and motor home switch.